Manufacturer narrative:
Evaluation summary: the device was not returned or evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient is experiencing recurrent lot pressure, medical hypotony, and macular folds. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of recent low pressure, medical hypotony, and macular folds; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. The micro-stent is designed to decrease intraocular pressure (iop); however, hypotony (low iop) with or without maculopathy may result from intraoperative complications, patient concomitant use of ocular medications, and/or patient physiology. A possible root cause is that postoperative hypotony with and without maculopathy are established risks associated with use of the system, which are clearly specified in product labeling. (B)(4).